Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed two racks with patient samples on the unicel dxc 880i synchron access clinical system had water on top of the tube caps. Customer reported that there was liquid dripping from the modular chemistries (mc) sample probe. Customer reported that the volume of the leak from the mc sample probe was approximately 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a faulty modular chemistries sample probe vacuum valve. The fse replaced the valve.

Manufacturer narrative:
(B)(4).